Manufacturer narrative:
(B)(4). On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Da vinci prostatectomy - "during the mobilization of the prostate, the clip applier was preloaded and inserted via our 12mm trocar cff73. In the area of the prostate it was applied. During the release of the clips at the vessel, the legs did not close properly, but the legs of the clip were crossed. So, a secure could not be ensured. The clip applier was applied extra corporal and caused the same problem. Pt status - "ok".